Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected data: b5, h6 (clinical & impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the equipment is checked without finding any fault, connections are adjusted and the correct operation of the equipment is checked. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had flash on screen. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had flash on screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.